Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient was using a betabionics ilet pump at the time of the event. On (B)(6) 2026, the cgm readings had been fluctuating throughout the day. At approximately 10:37 pm, the cgm reading was 270 mg/dl. Within about 5 minutes, the cgm rapidly dropped and displayed "low" without a numerical value. An alert sounded at that time. The patient reported not feeling well and subsequently lost consciousness (loc). The spouse called emergency medical services (ems). Upon ems arrival, the fsbg was 70 mg/dl, while the cgm continued to display 270 mg/dl. The patient remained unconscious during the initial ems assessment. By the time preparations were being made for transport, the patient's fsbg had returned within normal range; however, no specific value was provided. There is no documentation indicating whether any treatment was administered to raise the patient's glucose levels at this time. The patient was transported to the emergency department (ed) and monitored, but no medications or treatments were administered. During the ed evaluation, the fsbg was 172 mg/dl, while the cgm readings were approximately 52¿53 mg/dl, again showing a mismatch between cgm and fingerstick measurements. The spouse reported that the cgm displayed unstable readings and an abrupt drop from 270 mg/dl to "low" within minutes, which was not consistent with the fingerstick results. The patient experienced minor bruising and headache resulting from the loc. Ed evaluation reportedly found no cardiac abnormalities, and the patient stabilized with glucose levels returning within normal range. The patient was discharged after four hours. Following the event, the cgm was removed, and a new sensor was inserted the following morning ((B)(6) 2026). During the call, the spouse reported the patient's glucose was elevated at approximately 390¿394 mg/dl. Despite the elevated glucose level, the patient was reported to be stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid upon arrival of ems. The reported glucose values fall within the c zone of the parkes error grid at the hospital. The data investigation found a difference in values that falls within the a zone of the parkes error grid on 06/06/2026. No additional patient or event information is available.